Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements to 3 volts at 1 millisecond and loss of capture. A revision procedure was performed and the lead was unable to be repositioned. The lead was then surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.